Event description:
Pt was admitted to the hospital for removal and replacement of bilateral ruptured breast implants that had been placed 25 years ago. The pt also had most recently been diagnosed with right breast ductal carcinoma in situ. Her surgical procedure also included right needle localization lumpectomy, and right sentinel node biopsy.